Event description:
During a procedure to treat a carotid cavernous fistula, the physician noticed that a small part of the coating remained in the hemostatic valve when the guidewire was removed. The pt's condition is reported to be excellent.